Event description:
Customer reported a hospitalization due to fluctuating blood glucose levels. Customer is taking antibiotics. The current blood glucose reading is 378 mg/dl. Customer has corrected. Customer stated that she feels nauseated and thirsty. The blood glucose reading at the time of the event was 87 mg/dl to 179 mg/dl. Diagnosed hypoglycemia and hyperglycemia. During troubleshooting, time and date are incorrect. Assisted customer with correcting. During manual prime, insulin did exit the tubing. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.